Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt received his scs system, including an ipg, on (B)(6) 2010. The pt reported the device recharge burden has increased since implant. A new charging system was sent to the pt to assist in troubleshooting the issue. Attempts to follow up with the pt regarding the issue were unsuccessful. According to the manufacturer's device registration system, the ipg remains in use.